Manufacturer narrative:
(B)(4). The event is currently under investigation. (B)(4).

Event description:
The surgeon was trying to advance the catheter and when she pulled it out, the end of the catheter was nearly broken off. If the tip completely came off, it would have been floating in the pleural space. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.